Event description:
The customer reported a potential delay in reporting troponin results when their fourth alinity I processing module (B)(6) went down for about an hour on (B)(6) 2024. No specific details for impacted samples were provided. There was no reported patient harm or impact to patient management. The following outlines the analyzer events: on 24oct2024 the technical service specialist (tss) was onsite for troubleshooting on an alinity I processing module (B)(6) due to controls that couldn¿t be processed. While onsite, another alinity I processing module (B)(6) was experiencing instrument error messages. Parts were ordered for both instruments and the tss was able to get (B)(6) temporarily running until (B)(6) 2024 when the error messages returned. The customer was running patient samples on two other alinity I processing modules (B)(6) until the parts were replaced on (B)(6) 2024. On (B)(6) 2024, their third alinity I processing module (B)(6) generated instrument error messages and the customer attempted to shut down the module. It took several attempts to get the module rebooted and for daily maintenance to pass. During this time, their fourth alinity I processing module (B)(6) started having unknown issues. The customer indicated that due to issues with their fourth instrument they were unable to process troponin orders for about an hour. There was a potential for patient impact due to the possible hour delay of troponin samples.

Manufacturer narrative:
Message history and result log data were reviewed for (B)(6). The analysis indicated a break in testing from 3:20pm to 4:23 pm on (B)(6) 2024 for all analyzers. The field service representative (fsr) inspected the first module (B)(6) and found the sample pipettor probe to pm sensor tubing was damaged. The field service representative (fsr) inspected the second module (B)(6) and the pulley with gears for z-tensioner was considered the cause for the pipettor errors. The field service representative (fsr) inspected the third (B)(6) module onsite and resolved the errors through rebooting the system. The fourth module (B)(6) (that resulted in troponin orders not being processed) message history log showed numerous occurrences of message code 3655 vacuum and waste accumulator not draining in expected time. A review of complaint and trending data for the alinity I processing module did not identify any similar issues of message code 3655 as described in this complaint. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module for serial (B)(6) was identified.

Event description:
The customer reported a potential delay in reporting troponin results when their fourth alinity I processing module (B)(6) went down for about an hour on (B)(6)2024. No specific details for impacted samples were provided. There was no reported patient harm or impact to patient management. The following outlines the analyzer events: on (B)(6)2024 the technical service specialist (tss) was onsite for troubleshooting on an alinity I processing module (B)(6) due to controls that couldn¿t be processed. While onsite, another alinity I processing module (B)(6) was experiencing instrument error messages. Parts were ordered for both instruments and the tss was able to get (B)(6) temporarily running until (B)(6)2024 when the error messages returned. The customer was running patient samples on two other alinity I processing modules (B)(6) until the parts were replaced on (B)(6)2024. On (B)(6)2024, their third alinity I processing module (B)(6) generated instrument error messages and the customer attempted to shut down the module. It took several attempts to get the module rebooted and for daily maintenance to pass. During this time, their fourth alinity I processing module (B)(6) started having unknown issues. The customer indicated that due to issues with their fourth instrument they were unable to process troponin orders for about an hour. There was a potential for patient impact due to the possible hour delay of troponin samples.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.